Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the overall complaint was confirmed for the received device t-handle ball hex screwdriver 8mm (part #: 03.010.517, lot #: 65p5469) was stripped and worn. No definitive root cause could be determined based on the provided information. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.010.517. Lot: 65p5469. Manufacturing site: hagendorf. Release to warehouse date: 03.09.2020. A manufacturing record evaluation was performed for the finished device part: 03.010.517, lot: 65p5469, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the buttress/compression nut was damaged during the removal of bcn and blade screw guide sleeve. The t-handle hexagonal screwdriver was also found damaged postoperatively during decontamination. It was unknown if there was a surgical delay. The procedure outcome was unknown. There was no patient consequence reported. Concomitant device reported: unknown blade/screw guide sleeve (part# unknown, lot# unknown, quantity 1). This complaint involves (1) device. This report is for (1) t-handle ball hex screwdriver 8mm. This is report 1 of 1 for complaint (B)(4).